Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostatic clipping procedure. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, which reportedly did not cause any additional bleeding, and removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostatic clipping procedure. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, which reportedly did not cause any additional bleeding, and removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Correction: DHR review could not be performed as the batch/lot number was unknown.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years.the complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. However, it was confirmed the device was not used past its expiry date.(B)(4).the complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the clip assembly half deployed; the deployed half was returned inside the package. The device was actuated and the yoke, which was still attached to the control wire, was deployed. A kink was found in the control wire and the sheath was noted to be accordioned. The sheath grip had detached from the over sheath.the condition of the returned device was not consistent with the complaint that the clip would not release from the delivery catheter; the complaint was not confirmed. The most probable root cause of the defects identified is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostatic clipping procedure. According to the complainant, the clip grasped tissue but would not release from the delivery catheter. The clip was then pulled off the tissue, which reportedly did not cause any additional bleeding, and removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.